Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: during investigation, the up arrow, down arrow, contrast, and ok buttons were intermittently responsive. No damage to the keypad or peeling was found. The keypad was removed to find contamination under all the button contacts. Unrelated to the original complaint, the battery cap threads were stripped. The battery cap was unable to be tightened to the test pump. A test cap was used for all steps. Additionally, the battery compartment was cracked above the grip pad. The display was dim and pink. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.